Manufacturer narrative:
The tina-quant hemoglobin a1cdx gen.3 reagent lot number is 856365. The investigation included a review of the calibration, qc data, preanalytical handling, and alarm trace data: the calibration and qcs were within the specified ranges. The preanalytical handling and alarm trace did not indicate any issues. The field service engineer (fse) inspected the analyzer and found the sample probe's condition compromised. He replaced and adjusted the probe, checked the fluidics pressure and levels, replaced the reaction cells, and cleaned the incubation bath and wash stations. He verified the analyzer's performance by precision checks. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable tina-quant hemoglobin a1cdx gen.3 results from five patient samples tested on the cobas c 503 analytical unit. Patient sample 1 on (B)(6) 2025: the initial result was 6.1%. On (B)(6) 2025: the repeat result was 5.5%. The doctor questioned the initial result, prompting the patient's sample to be rerun. The repeat result was deemed correct. Patient sample 2 on (B)(6) 2025: the initial result was 10.9%. The first repeat result was 7.9%. On (B)(6) 2025: the second repeat result was 6%. Patient sample 3 on (B)(6) 2025: the initial result was 7.7%. On (B)(6) 2025: the repeat result was 5.6%. Patient sample 4 on (B)(6) 2025: the initial result was 7.2%. On (B)(6)2025: the repeat result was 5.6%. Patient sample 5 on (B)(6) 2025: the initial result was 6.1%. On (B)(6) 2025: the repeat result was 5.5%.